Event description:
Device 3 of 3: reference MFR. Reports: 1627487-2013-17640 and 1627487-2013-17641. It was reported, the pt began experiencing heating at her scs ipg pocket site in addition to overstimulation upon increasing system stimulation. As of (B)(6) 2013, per the pt, the overstimulation issue remains and the pt is experiencing pocket site discomfort which becomes worse while using system stimulation. Additionally, the pt is experiencing "zinging sensations" over her entire body while using stimulation. Follow-up identified an sjm representative was able to resolve the overstimulation and body zinging sensation with the exception of the heating at the pocket site with reprogramming. Moreover, it was reported the heating at the pocket site worsens when the programmer wand is pressed against the site to communicate. The pt also had a low grade fever. The physician determined the "zings" may be post-operative pain and was not concerned about the fever. Surgical intervention will be taken at a later date to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.